Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they had an MRI done and suspended the insulin pump. However, when they started using the device once again they received a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.